Event description:
This lead and device were explanted due to infection upon inquiry to dr's office, the following physician. It was returned without oos documentation. The actual date of explant could not be determined.